Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 90 mg/dl, 115 mg/dl (strip vial 1) and 287 mg/dl, 134 mg/dl, and 187 mg/dl (strip vial 2). Results were obtained using two different strip vials of the same lot 496502. No adverse event reported. Return of the suspect device was requested for evaluation.